Event description:
It was reported that the patient alert triggered, and the left ventricular (lv) lead exhibited out of range impedances. The lead was reprogrammed, and remains in use. The following day, the patient alert triggered once more, and it was determined that the device had retained the out of range impedance measurement following the reprogramming, and had triggered the alert once more regardless of the current within range impedances. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076, implantable pacing lead - unk, 4196 implantable pacing lead - unk.